Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse noticed the tubing had separated at the y-site during administration of a chemotherapeutic medication. It did not leak. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated at the y-site was confirmed. During visual inspection, it was noted that the tubing was completely separated from the distal smartsite outlet port near the male luer. Inspection under magnification showed that the smartsite adapter outlet port had no solvent applied at the engagement. The root cause of the separation was a manufacturing issue of no solvent being applied at the junction of the smartsite component outlet port.